Event description:
The manufacturer received information alleging a variation in the ventilator's pressure was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.